Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently delivered a 6 unit bolus. The customer's blood glucose (bg) level was 38 mg/dl. Customer consumed carbohydrates to address bg. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. Recommendation was made to consult with healthcare provider regarding diabetes management. Customer acknowledged information.